Event description:
A customer contacted beckman coulter inc. (Bci) stating that a diff act tainer reagent (reagent #2) had leaked in the coulter ac*t 5 diff analyzer. The customer inspected that all three reagent bottles and there was no damage observed. The customer inspected reagent # 2 bottle and observed that the seal was in place and that the leak was absorbed by the diff act tainer box. Customer wore gloves to handle the bottle and box. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury attributed or connected with this complaint.

Manufacturer narrative:
Customer was sent a replacement bottle. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).